Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent coronary artery bypass graft (CABG) surgery via median sternotomy with concomitant posterior wall encircling ablation using an osh clamp. As surgeon was passing the clamp through the sinuses a perforation was noted on the posterior left atrium. The injury was repaired with suture. The concomitant ablation procedure was aborted. The surgeon stated that patient had very friable tissue. There was no reported device malfunction, and the adverse event was the result of a procedural complication.